Manufacturer narrative:
Philip faris, michael berend, wesley lackey, robert malinzak, john meding; patellar alignment in contemporary total knee replacement manuscript submission.

Event description:
It is reported in a journal article that sixty two patients experienced retinacular releases after a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: unknown biomet agc femoral component lot# unknown, unknown biomet agc tibial component lot# unknown, unknown biomet agc tibial bearing lot # unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.